Event description:
Stryker reference # (B)(4). It was reported that there was allegedly paint peeling from the cardanic arm of two separate surgical lights. There was no report of paint falling from the light head during a procedure. The event was allegedly noted during cleaning and disinfecting. There was no reported pt involvement and no adverse consequences reported. As two light heads were reported to be experiencing the reported issue, another medwatch report will be filed under #2031963-2012-00090 for the other light head.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. The actual device was returned to stryker communications and evaluated on (B)(4) 2012. While inspecting the light head, it was confirmed that paint on the cardanic arm was flaking. Evaluation summary: from the evaluation of the component and from previous investigation of similar reports, it would appear that the triggering event may be corrosion forming under the paint layer or the arm being impacted by other devices resulting in the paint flaking off of the component. In this instance there was no reported pt involvement and no report of any paint flaking off during a surgical procedure.